Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer had received multiple, intermittent occlusion alarms. The customer changed the pump supplies multiple times, the customer's blood glucose (bg) level was in the 300s mg/dl. A bolus of insulin was delivered to address the bg. As the customer did not know how much insulin was delivered, the bg went low as the customer over corrected. Carbohydrates were consumed to address the low bg. Different types of infusion sets were attempted to be used. The more recent occlusions did not impact the bg. The customer was to continue to use the pump to manage diabetes.